Manufacturer narrative:
(B)(4).

Event description:
It was reported by the physician's office that the patient was having an increase in seizures. It was reported the patient's mother stated the patient was having almost 400 seizures a day. The physician's office explained they were a little skeptical regarding this amount of seizures as the patient did not present any seizures during her clinic visit on (B)(6) 2016. It was confirmed the patient's device was working correctly and there were no issues. It is unknown what may have caused the patient's increase in seizures. Attempts for additional relevant information have been unsuccessful to date.